Event description:
During the index procedure the patient had two endeavor sprint drug-eluting stents implanted in the rca. Approximately 2 months post index procedure the patient suffered an mi. Patient underwent a target vessel revascularization as a result. The investigator assessed that the event was not related to the study device. Approximately 3.5 months post index procedure the patient underwent balloon angioplasty of the target vessel. The investigator did not assess the relationship between the event and the study device. Approximately 6 months post index procedure the patient underwent a target vessel revascularization. Patient had an endeavor sprint drug-eluting stent implanted in the rca. The investigator did not assess the relationship between the event and the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi). Evaluation conclusion: inherent risk of procedure (mi).

Event description:
It is reported that the patient died approximately 16 months post the index procedure due to renal failure.

Manufacturer narrative:
The previously reported revascularization reported to have been performed approximately 6 months post index procedure was cancelled. Therefore an endeavor sprint drug-eluting stent was not implanted in the rca on this date. It was reported that the patient had an endeavor sprint drug-eluting stent implanted in the lad during the revascularization procedure approximately 2 months post index procedure. Cause of death has been updated to respiratory failure.